Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking too long to charge. The patient stated they charge with all 8 coupling boxes. It takes forever to charge. This started shortly after the patient¿s replacement surgery. No patient symptoms were reported. No further complications were reported/anticipated.